Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A canada home patient (hp) reported to baxter that during dwell 5 they got a system error (s/e) 2240 alarm on their homechoice (hc) machine. The hp had already cleared the alarm prior to calling. The technical service representative (tsr) had the home patient contact their nurse. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during last dwell was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).